Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line. In a follow up call by product surveillance, the patient stated that she had not primed properly before starting the initial drain. This complaint was not confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the air in tubing is user error - the patient connected before lines were adequately primed. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. Per the initial report, the home patient (hp) stated, she was in the initial drain and could see a gap of air in the patient line. The technical service representative (tsr) assisted the hp with ending therapy so that she could start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. The home patient returned this writer's call. The home patient stated, there were no issues with the supplies, but that she had not primed properly before starting the initial drain. The home patient stated, she was able to start over with new supplies and perform therapy without any complications. The home patient also stated, she did not develop any adverse reactions or need any medical intervention because of the air in the line.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.